Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate 3 lvas and the reported event could not be conclusively established through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. Information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding, is also provided in this document. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 1 year and 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient went to the emergency room (ER) with symptoms of black tarry stool and left side weakness on (B)(6) 2018. The account stated that a code 1 was called and upon examination by the stroke team, the patient's symptoms began to resolve and the patient fully recovered. Per the account, the patient underwent an enteroscopy which was negative for acute bleeding. A head computed tomography (CT) scan was also performed and negative for an acute event. The patient was discharged to home, hemodynamically stable, and off of anticoagulation therapy.